Event description:
This reported is submitted to comply with MDR malfunction notice 76 fr 12473 requiring the reporting of incidents involving a life-supporting and/or life-sustaining device. Distributor reported no power to the ventilator. Distributor changed the power interface assembly and the system board assembly. The unit then worked normally. Distributor reported no pt involved in this case.

Manufacturer narrative:
Distributor advised to return device for investigation and service. Awaiting device return. Once eval is completed a f/u report will be provided with findings.